Event description:
The md attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was reported that the md encountered difficulty advancing the device into the rt fa. There was no blood flow noted at the marker lumen site, therefore, the md exchanged the device for another perclose a-t device. The device was advanced & again no blood flow was noted at the marker lumen site. It was reported that an unspecified sized hematoma started to develop. The device was exchanged for a 7 fr. Sheath. Blood was oozing around the sheath & the hematoma continued to enlarge. It was reported that the md injected dye through the side port of the sheath & visualized under fluoro that extravasation had occurred. The 7 fr. Sheath was then exchanged for an 8 fr. Sheath. The md injected dye & again visualized extravasation had dissipated. It was reported that blood continued to ooze around the sheath. The md then injected gel from around the sheath site to stop the oozing. The pt was transferred to the ICU. It was reported that the hematoma was approximately 10cm. X 15cm. Blood was drawn for a hgb level which revealed that the hgb had dropped 2 grams. The pt did not receive a blood transfusion. Later in the day, the md removed the sheath & held manual pressure for 1 hour. A c-clamp was applied & remained in place overnight. The next day, the size of the pts rt groin hematoma remained unchanged & was soft. The pt was discharged in 2003. There are no reports of any further adverse pt sequelae.